Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient was getting a magnetic resonance imaging (MRI) scan that was unrelated to the device therapy. It was reported that the patient was planning to have the pump removed. The patient's pump has been empty for about a year. It was reported the hcp did not have access to a physician programmer. No additional actions were taken to resolve the empty pump. No symptoms were reported. No additional information was anticipates/reported.